Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had foreign material and a burn on the plastic distal end cover. Additionally, foreign material was found on the bending section cover, the bending section cover adhesive and connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Corrections: b5; please see b5 for further information. H6 component code of the initial report to remove "3194 - adhesive" and "525 - tube'. H6 medical device problem code of the initial report to remove "4048 - failure to clean adequately". Additional information: d8, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, into the cover burn, it is likely that it was caused by a high-energy endo-therapy accessory such as laser, high frequency, being used without sufficient distance from the distal end section of the scope. Based on the investigation of the foreign material, it was confirmed that the device was returned without reprocessing which caused the foreign material to in the device. As a result, this issue is not likely to cause or contribute to death or serious injury if it were to recur. The event can be detected/prevented by the following instructions for use which state: -the instruction manual gif/cf/pcf-170 series, operation manual, chapter 3 preparation and inspection, 3.3 inspection of the endoscope: inspection of the endoscope. -the instruction manual gif/cf/pcf-170 series, operation manual, chapter 4 operation, 4.3 using endotherapy accessories. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the subject device had a burn on the plastic distal end cover.